Event description:
It was reported that the patient stopped ilet insulin delivery after frustration with a bent cannula and managed therapy with multiple daily injections, then called for assistance to resume use; the agent unlocked limited access mode, paired a dexcom g7 sensor, and instructed a fingerstick entry to restart insulin delivery, with the highest reported glucose of 228 mg/dl and a confirmatory meter value of 210 mg/dl, and no device component implicated. Symptoms included hyperglycemia. Outcomes included classification as a serious injury or illness and an unexpected medical intervention requiring medication. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure while off therapy. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.